Event description:
The customer alleges their cassette has an artifact that looks like nodular cancer and, by fluke, a patient ended up having a repeat chest x-ray 10 days apart with the same cassette. Since the repeated image was also the same view, the hospital was prepared to book her for a biopsy. A fluoroscopic examination was performed to validate the initial diagnosis but the radiologist could not find the density under fluoro and thus discovered this was an artifact.